Manufacturer narrative:
The device is available for eval. However, it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.

Event description:
It was reported by the user facility that the distal end of the sonopet tip was broken. There was no pt involvement and no adverse consequences alleged with this event.